Manufacturer narrative:
Additional information was received indicating the software 2.1 would not download during system servicing. The initial reporter was updated in section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was determined that there was insufficient information to determine the cause of the issue. Previously reported code b01 is applicable, as are codes c19 and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and there was a software failure. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 work order complete: h6) a manufacturer representative went to the site to test the navigation system. It was reported that the measure tool was inac curately measuring in the synthetic ap view. Codes b01, c10, and d02 are applicable. A0908 and a23 are applicable to the measuring feature giving inconsistent measures by a large amount. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-aug-21 (B)(4) (rep, hcp): medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the measuring feature in the synthetic lateral view was giving inconsistent measures by a large amount. Additional information was received. The local representative (cs) reported that the behavior was able to be replicated on a demo lumbar exam. The cs only saw this behavior in the synthetic lateral view where she was measuring a pedicle at 919.7 mm when the other views were showing mm in the tens. Trajectory 1/2 and synthetic ap were showing appropriate measurement values. Technical services (ts) recommended to uninstall/reinstall software, and for the cs to pull logs. There was no delay to the procedure, and no reported impact to patient.